Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. Evaluation of the provided device logs confirms the reported failure. The ventilator was investigated at site by our field service engineer. The fault was isolated to the membrane in the safety valve containing dust. The issue was resolved by cleaning the membrane. After cleaning, the ventilator passed all functional and safety tests and was cleared for clinical use.

Event description:
Manufacturer's ref: #(B)(4).